Manufacturer narrative:
The lot number of the device that was in use is unknown. A device from one of two possible lot numbers (931105h and 931125h) is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported device breakage; subsequently, bleedback was noted. The tubing set was being used to deliver an unspecified solution via a plum pump. The option-lok male adapter of the tubing set was connected to the clave port of an unspecified extension set. After an unspecified length of time in use, the customer contact reported that when the nurse was disconnecting the option-lok male adapter from the clave port of the extension set, the "end of IV tubing broke off in the clave port of the existing extension set." An unspecified volume of the solution and bleedback were noted in the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including specific patient details and name of the solution that was being delivered.